Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was not powering on due to component issue. Field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system device was not turning on. The customer reported that users were unable to remove medications. There was delay in patient care as the user was able to obtain the medications from the pharmacy. There were no adverse events or injuries reported based on this event.